Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode. The patient was having an intermittent heart rate in the 40s and potential loss of right ventricular (rv) capture was noted. Technical services recommended performing further evaluation. This lead was subsequently explanted and replaced due to high capture threshold measurements. No additional adverse patient effects were reported.